Event description:
The pt was undergoing a proximal femoral arthroplasty using a cemented modular proximal femoral replacement prosthesis. During the cementing process, the pt became hypotensive and a cardiac arrest occurred. CPR was began. During CPR, a tee - transesophageal echocardiogram showed large amounts of thrombus in the right side of the heart. Cardiothoracic surgery was consulted and we elected to proceed with cardiopulmonary bypass and open heart surgery to remove all visible clot in the heart, pulmonary arteries and the inferior vena cava. The pt's hip procedure was then completed, transferred to ICU and family elected to discontinue all life support. Pt was a no code prior to operating room. Three batches of stryker simplex cement was used.